Manufacturer narrative:
The technician found debris on the hi/low drive brake assembly. The technician cleaned the drive to repair the bed.

Event description:
Info received indicates the hi/low function will not stay up after being raised.